Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and offline in remote support service. A field service engineer logged into windows as an administrator and troubleshot network settings, reseated the ethernet cable, restoring connectivity. The station came back online, and synchronization status was confirmed to be updating normally. During preventative maintenance, the fse installed (1) new slide bumper on the half-height drawer 5.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was powered on but showed as not communicating. The customer rebooted the device multiple times and confirmed that both the power and network cables were connected. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.